Manufacturer narrative:
Retainer ring ¿ black. Customer returned insulin pump for alleged unexpected battery power loss found on november 8, 2021. Insulin pump alarmed pump error 39 during rewind. Unit unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 39. Insulin pump passed sleep current, active current and self test. Insulin successfully downloaded to thus. Pump error 39 alarmed during test and in history download found on november 8, 2021 at 22:23. Pump error 39 is caused by motor current being higher than 155ma. Motor was tested outside of the device and passed the ngp system board test. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on liquid crystal display window. In summary, customers alleged unexpected battery power loss was not confirmed, however, pump error 39 alarmed during testing and was confirmed in the insulin pump history. Motor did not pass ngp system board test due to a high current anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm and kept on restarting and asked to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.